Event description:
Reference number: event occurred in turkey. It was reported that the patient faced cannula issue on (B)(6) 2026 as patient had issued with stretch marks which might have led to bent cannula and insulin flow blocked alarm. The site of insertion was abdomen and infusion set was in use for one day. The blood glucose level was high for about two hours which was treated using injection. No further information available.

Manufacturer narrative:
E1: patient city; (B)(6). Patient country: turkey.